Event description:
It was reported that an ilet insulin pump displayed repeated alert 38 motor stall messages despite multiple restarts, and a replacement device was issued with instructions for shutdown, data sync to the mobile app, return of the original pump, and a standard startup process for the replacement. Symptoms included hyperglycemia with a reported blood glucose of 336 mg/dl, which the user attributed to recent food intake, without additional symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included device replacement and collection of the original pump for return. Investigation of this case revealed a consecutive motor stall consistent with a pump motor malfunction in the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.